Event description:
Reporter alleged she found the woman that she cares for passed out or asleep on the floor and attempted to use the aviva system to test her, but only obtained an error. Reporter stated that the lady she cares for was then given orange juice. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.